Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. Two used advance 35 lp low profile balloon catheters were returned for investigation. Catheter 1 showed compression at 23.0 cm from the proximal fitting. It has a unknown wire guide inserted through the catheter and exiting the distal end 3.6 cm. The proximal and distal ends of the balloon were returned attached to the catheter, but the middle section of the balloon was separated. The separated section is 3.7 cm in length. The distal portion of the balloon is 1.0 cm in length and the proximal section of the balloon is 1.3 cm in length. Both marker bands are present but can freely move on the catheter. The balloon is ruptured longitudinally and radially. Hub and strain relief are missing. Length of the catheter is 48.0 cm. Catheter 2 shows no non-conformities and no leaks were noted once inflated. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record for both lots of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for either lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Corrected information: a section of the device remained inside the patient¿s body. The patient required an additional procedures due to this occurrence. According to the initial reporter, the patient experienced adverse effects due to this occurrence. The patient required surgical intervention and transfer to another hospital for said intervention. (B)(4). The two balloons involved in the event reported have been, although similar, had different lot numbers (7424782 and 7424780) and it is unknown which of the two corresponds to the ruptured balloon. Both devices have been sent to the manufacturer for investigational purposes. Additional information: as reported on 08/25/2017, upon arriving at the hospital, the patient underwent surgery to remove the device the same day as the reported incident, (B)(6) 2017. It has been confirmed that the complaint device was removed via "a small surgical cut down and arteriotomy." The surgeon reported that the patient recovered well just a couple days after the removal of the device. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
It was reported that the patient had iliac kissing stents placed and deployed in the left at right iliac. These were post dilated with simultaneous inflations of pta5 balloons. At an inflation value of 8 atm, the right hand balloon ruptured. An attempt was made to withdraw the balloon, but was unsuccessful. The balloon would not come through the introducer. It was attempted to retrieve the balloon from the contra-lateral side as well, but this was also unsuccessful. The decision was made to transfer the patient to the hospital for surgical removal of the balloon. The two balloons, although similar, had different lot numbers and it is unknown which of the two corresponds to the ruptured balloon. Both devices have been sent to the manufacturer for investigational purposes. A follow up report will be submitted upon receiving new or additional information.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 35 lp low profile balloon catheter was used in an unspecified procedure. It was reported that the pta5 balloon ruptured. No other information was provided.